Manufacturer narrative:
Patient weight: asked but unavailable. Other relevant history, including preexisting medical conditions: asked but unavailable. Concomitant medical products and therapy dates: asked but unavailable .

Event description:
On (B)(6) 2020 the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. Ballooning was performed using a non-gore balloon catheter to treat a proximal type I endoleak. The proximal type I endoleak was successfully treated. An aortic dissection near the patient's renal artery was suspected by the angiography imaging; however, no blood pressure decrease was observed. The physician performed another angiography which confirmed no issue. The procedure was completed. The patient tolerated the procedure. On (B)(6) 2020 CT imaging revealed an aortic dissection near the patient's renal artery. It was reported that the cause of the dissection was over dilation of the non-gore balloon. The patient reportedly had no adverse symptoms in relation to the dissection. The patient will be monitored.

Manufacturer narrative:
H.6. Results code 1 updated. H.6. Conclusions code 1 updated. H.6. Conclusions code 2 added. H.6. Conclusions code 2: code 22 - according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential adverse events that may occur and/or require intervention or additional intraoperative procedure time include, but are not limited to, dissection, perforation, or ruptures of the aortic vessel and surrounding vasculature.